Event description:
Additional information received reported that the event resulted in a serious deterioration in the health of the patient. The event did not result in permanent impairment of a body function or permanent damage to a body structure. The event did not result in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. The event did not result in a life threatening illness or injury. The event resulted in in-patient or prolonged hospitalization. The event did not result in a patient death. Actions taken as a result of the event included hospitalization on (B)(6) 2014 and an entire system explant and not replaced. As of (B)(6) 2015 the event was considered ongoing. The clinical findings and underlying cause included hyperthermia, redness and heat at the implantable neurostimulator (ins). The patient was hospitalized again from (B)(6) 2014 for a new infection of the ins.

Manufacturer narrative:
Concomitant products: product ID 3389-28, lot # 0208688184, implanted: (B)(6) 2014, product type lead; product ID 3389-28, lot # 0208457642, implanted: (B)(6) 2014, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
Additional information received reported laboratory testing was done with abnormal results of aureus staphylococcus.

Event description:
Additional information received via the healthcare professional from a clinical study updated the outcome from "ongoing" to "unresolved at time of study exit/death/study closure." Three days later it was further clarified by the healthcare professional that the patient had their entire system explanted/not replaced due to recurrent infection of the neurostimulator implant site. The patient exited the study (B)(6) 2014 because "all enrolled products were inactive."

Event description:
It was reported that there was an implantable neurostimulator (ins) infection with hyperthermy. There was redness and heat at the ins. The event was related to the ins. The patient tested positive for staphylococcus aureus. Actions included prolongation of existing hospitalization, emergency room visit, and an urgent care visit. The patient underwent antibiotic treatment and drainage of abscess. The outcome was ongoing.